Event description:
It was reported the panel of subject device was flashing when power was turned on and the image was dark when scope was connected. These issues occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. . The device was returned to olympus for inspection and the customer's allegation panel was flashing when power was turned on was confirmed, and the image was dark when scope was connected was not confirmed. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported front panel was flashing due to deterioration of the filter. The cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.